Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. It was initially reported that the patient would undergo bilateral explantation on (B)(6) 2020. New information states that the patient underwent bilateral explantation with no replacement devices on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-nov-2021, mentor received additional information about the event. It was reported that the patient was diagnosed with breast implant illness as well as other unspecified medical problems. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-dec-2020, mentor received additional information about the event. It was previously reported that the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2020. New information received states that the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, chest pains, left breast soreness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 350cc gel breast prostheses when the right breast prosthesis ruptured after implantation. The rupture was confirmed by MRI. In addition, the patient reported chest pains and soreness in her left breast. As a result, the patient will undergo bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.